Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that a clinical study patient's deep brain stimulation leads were explanted due to the leads dislocating/migrating. New leads were implanted as a result. The explanted leads will not be returned for analysis as they were discarded by the medical facility.